Event description:
Per the clinic, the patient developed a hematoma in the inferior portion of the incision site and subsequently underwent a skin revision (date not reported) to probe the site resulting in the expression of old blood and mucoid fluid. The patient was then prescribed with oral antibiotics as prophylaxis to prevent infection. The implanted device remains.